Event description:
It was reported that intermittent occlusion alarms occurred. Customer reloaded the pump supplies and resumed insulin therapy. Reportedly the customer is wearing the infusion for more than 72 hours, tandem technical support informed customer that infusion sets should be changed every 48-72 hours. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.